Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tubing and adapter were loose, resulting in medication leakage at the adapter tubing junction during use while performing the puncture. The following information was provided by the initial reporter, translated from chinese to english: "noticed extension tubing and adapter are loosen , result in normal medication leakage at adapter tubing junction. Issue was noticed during the puncture".

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8302712. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was received for investigation. The lack of the pp connector suggests that the most likely root cause was that the swage depth for the device was out of specification, making the cavity too narrow to hold the tubing adequately. Unfortunately without the ability to measure the swaging depth of the pp connector, the root cause for this complaint could not be confirmed at the conclusion of our review, however we have notified the swaging and depth inspectors to increase their vigilance for this issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tubing and adapter were loose, resulting in medication leakage at the adapter tubing junction during use while performing the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "noticed extension tubing and adapter are loosen , result in normal medication leakage at adapter tubing junction issue was noticed during the puncture"